Manufacturer narrative:
Device evaluation of battery pack has been completed by they supplier. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of the battery pack sn (B)(6) is underway. The reported problem (battery fault) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pack was returned to the supplier for further investigation. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a patient was receiving battery faults.

Event description:
A us distributor reported that a patient was receiving battery faults.

Manufacturer narrative:
Device evaluation of the battery pack sn (B)(4) is underway. The reported problem (battery fault) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pack was returned to the supplier for further investigation. No adverse event resulted from the damaged battery.